Event description:
It was reported that an ilet user applied a new freestyle libre 3 plus continuous glucose monitor (cgm) sensor before sleep and later received an alert to connect the cgm or enter a blood glucose value, indicating intermittent communication between the cgm and the ilet; after rescanning the sensor in the ilet mobile app, the sensor reconnected and insulin delivery resumed. Symptoms included hyperglycemia with a reported blood glucose peak of 421 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue with intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna, resulting in loss of cgm data until reconnection. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.